Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) on the lcd screen. After further examination of the unit¿s interior, pcb1 shows signs of corrosion and previous moisture presence around the battery connectors. Unable to perform the displacement test due to the critical pump error. Device received with a crack on the battery tube which extends to the top where the battery threads are located. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their was crack because of no screw thread in battery compartment. The customer's blood glucose value was unknown. The insulin pump will be returned for analysis.